Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repositioned a pin in the footswitch. This was not the same footswitch that was recently replaced. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had a security error during a case. No patient injury was reported.